Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up in clinic after experiencing a vibratory alert. Upon interrogation, it was noted that the patient's right atrial lead exhibited varying low pacing impedance values along with inappropriate automatic mode switch episodes due to oversensing noise. Programming changes were made to deactivate the vibratory alerts. No further intervention performed as the physician opted to monitor the lead. The patient was not symptomatic and no adverse consequences were reported.